Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation revision surgery with implantation of an unknown gel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade ii capsular contracture of the left breast. As a result, the patient underwent removal on (B)(6) 2022. During this surgery it was discovered that the left breast implant was ruptured and as such it was replaced with a mentor gel implant. Several attempts have been conducted to acquire additional information. However, no additional information has been provided. If information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).